Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the clearlink system continu-flo solution set was unable to prime. It was stated that the set was connected to lactated ringers solution. It was unknown what process step this occurred in. There was no patient involvement. No additional information is available.